Manufacturer narrative:
A correlation between the device and the reported events leading up to the patient's outcome could not be conclusively determined. No device-related issues were discovered during the evaluation of the returned device. Visual inspection of the sealed inflow conduit and sealed outflow graft conduit revealed no depositions or thrombus formations that would have affected pump function. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. Infection, sepsis, bleeding, right heart failure, and cardiac arrythmia are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device: 5 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with an lvad. It was reported that the patient expired on (B)(6) 2016. The vad coordinator had reported that on autopsy there was question on the presence of an lvad pocket infection. Further information obtained from the clinicians at the implanting center stated that the patient was admitted on (B)(6) 2016 after a four day history of malaise and subjective fever and chills, diarrhea, and epigastric pain. Upon admission the patient was noted to be febrile. The patient had an episode of coffee ground emesis and aspirated. The patient became unresponsive and experienced ventricular tachycardia/fibrillation arrest. Advanced cardiac life support was initiated with administration of multiple vasopressors and intravenous fluid. The patient¿s hemoglobin was 3.6 g/dl with an unreadable inr. The patient was aggressively treated with blood transfusions and more intravenous fluids. It was reported the patient¿s abdomen was becoming increasingly distended, and an emergency bedside decompressive laparotomy was performed for abdominal compartment syndrome. No bowel perforation was noted. Blood cultures drawn on admission were positive for gram positive cocci. The source of infection was not identified and the patient was started on empiric antibiotics. The patient was also undergoing continuous veno-venous hemodialysis. On exam after the arrest and laparotomy the patient¿s pupils were fixed and dilated, and the patient remained unresponsive. It was reported that the patient was ¿catastrophically ill with multisystem organ failure, severe anemia, and metabolic derangements¿. After discussion with the family, support was withdrawn and the patient expired.